Event description:
It was reported that a pt underwent a laparoscopic tapp (trans abdominal pre peritoneal) repair of hernia under general anesthesia on (B)(6) 2010. Postoperatively a recurrent hernia was noted in (B)(6) 2010. The pt was seen by the same surgeon and diagnosed with the recurrence and underwent a second repair on unspecified date.

Manufacturer narrative:
(B)(4) - recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.